Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg- j tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced left lateral abdominal pain post a piece of toast and an abdominal x-ray was performed. The patient was treated with IV morphine, IV nexium and oral gastrogel and the pain resolved. A further chest x-ray was performed to show the diaphragm but was inconclusive. The patient was pain free for the afternoon until he attempted a dry biscuit and had a second episode. He was transferred to the base hospital for imaging with a CT scan with contrast which confirmed a pneumoperitoneum. The patient returned to the private hospital and remained on an oral diet with no further pain.